Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that for over a month, the camera mount was loose. The camera mount became so loose the cord from the camera needed to be secured to the microscope to keep the cord from interfering with the surgeon's and assistant's ability to touch the sterile microscope knobs. The camera cord had to be secured to keep the camera straight before each case. There was no patient impact.

Manufacturer narrative:
The system was examined and the reported event was replicated. The video adapter was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported can be attributed to a nonconforming the video adapter. How or when the component became nonconforming is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).